Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the investigation established the event was most likely a result of high pressure detected in the set during priming (most likely due to incorrect setup by the user or issues in the administration set, such as a blocked catheter or set). This, in combination with a specific and highly unlikely set of conditions, resulted in the increased vtbi. The increased vtbi was displayed on the pump's screen and confirmed by the user multiple times throughout the treatment. Conclusion: the event was established to be a result of a specific and highly unlikely set of conditions (likely involving incorrect setup by the user or issues with the administration set itself, such as a blocked catheter or set). Eitan medical made multiple attempts to request the pump for physical investigation. However, the pump is yet to be received. If received, the pump will be investigated, and the investigation findings will be presented in a subsequent report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. No human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: the event log has been received and is currently under investigation. Investigation findings: the investigation is ongoing. Conclusion: the investigation is ongoing, and the findings will be presented in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. No human harm occured and no medical intervention was required.